Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, end cap broken off, missing motor assembly. Unable to verify end cap dome label due to end cap broken off, missing. Unable to perform functional test due to missing motor assembly and end cap. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the dome label fell off. . The customer¿s blood glucose was 14 mmol/l. The insulin pump will be returned for analysis.